Event description:
The reporter indicated in a scientific article that a vns patient's preexisting sleep apnea was exacerbated by vns stimulation and required CPAP titration. The reporter stated that the patient's therapy settings were not altered due to the patient's efficacy at the current settings. During the study, it was revealed "that adequate CPAP titration could not be achieved in the presence of the patient's standard vns on/off cycling mode. However, when the patient was restudied with his vns device turned off, a nasal CPAP pressure of 13 cm h2o resulted in effective treatment of his severe osahs." "After approximately 2 months of nightly CPAP use, the patient reported feeling more alert during the day."

Manufacturer narrative:
Article reference: ebben, ph.d, mathew r., nitin k. Sethi, m.d., mary conte, ph.d., charles p. Pollak, m.d, and douglas labar, m.d. "Vagus nerve stimulation, sleep apnea, and CPAP titration." Journal of clinical sleep medicine 4 (2008): 471-73.